Event description:
It was reported that the customer passed away. Reportedly the customer had a blood glucose (bg) of 29 mg/dl and lost consciousness, and the family did not have any glucagon available at the time of the event. Cause of death was reported as unknown. No additional information was provided. Pump data review was performed by tandem. On (B)(6) 2022, after 5:56 pm, the continuous glucose monitor (cgm) was no longer active, and control-iq technology was not in use. On (B)(6) 2022, the cgm was never active, and control-iq technology was never in use. All basal rates were delivered based off the user¿s personal profile. No settings changes were made. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.